Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, there was problem loading the device. I-beam got stuck and stopped moving with the reload. Surgeon was able to press the green button but could not squeeze the handle and the device did not fire. There was no patient involvement.